Event description:
It was reported that the caller's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, including checking power connections and led indicators, but the issue persisted. Consequently, a replacement pump was sent to the customer, who was advised on using a backup insulin pump in the meantime.